Event description:
Received report the ins was explanted and replaced because it "just stopped working and it is only two yrs old." Pt recovered without sequela. Device has been returned to MFR for analysis.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.